Event description:
The customer reported that the power cord on the workstation was broken and the out side shielding was off. Also there was no image of the monitor.

Manufacturer narrative:
The ge service rep confirmed the issue and repaired both of the power cables. The system is operating as intended.